Event description:
It was reported that: "the anesthetist was unable to advance the swg through the needle prior to use on the patient. The wire kinked."

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened arterial kit for analysis. No definite signs of use were observed on any portion of the returned sample. Visual analysis revealed that the guide wire was kinked/coiled inside the guide wire tubing. A small portion of the kinked section appears to exit the slit on the guide wire tubing. This location of the slit on the tubing appeared to widen. Microscopic examination confirmed the damage and revealed that the distal end of the guide wire was not advanced within the proximal opening of the cannula, which is the intended assembly. The kinking on the guide wire measured 112mm-125mm from the handle. The guide wire length from the handle to the distal tip measured 5 3/16", which is within the specification limits of 5 1/32"-5 7/32" per the catheterization product drawing. The guide wire outer diameter measured 0.440mm, which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. The cannula inner diameter at the distal end measured 0.020", which is within the specification limits of 0.019"-0.0205" per the cannula product drawing. A lab inventory guide wire (0.018" diameter) was inserted through the distal end of the cannula. The guide wire was able to pass completely through the cannula with little to no resistance. Performed per IFU statement, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The manufacturing facility was contacted as part of this complaint. They agreed that this failure needs to be fu rther investigated by their facility. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a kinked guide wire due to needle resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked/coiled inside the tubing. It was also noted that the distal weld of the guide wire was not located within the needle cannula, which is the intended assembly. Based on these circumstances, the root cause of this complaint is likely manufacturing (assembly) related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported that: "the anesthetist was unable to advance the swg through the needle prior to use on the patient. The wire kinked."

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "the anesthetist was unable to advance the swg through the needle prior to use on the patient. The wire kinked."

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial kit for analysis. No definite signs of use were observed on any portion of the returned sample. Visual analysis revealed that the guide wire was kinked/coiled inside the guide wire tubing. A small portion of the kinked section appears to exit the slit on the guide wire tubing. This location of the slit on the tubing appeared to widen. Microscopic examination confirmed the damage and revealed that the distal end of the guide wire was not advanced within the proximal opening of the cannula, which is the intended assembly. The kinking on the guide wire measured 112mm-125mm from the handle. The guide wire length from the handle to the distal tip measured 5 3/16", which is within the specification limits of 5 1/32"-5 7/32" per the catheterization product drawing. The guide wire outer diameter measured 0.440mm, which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. The cannula inner diameter at the distal end measured 0.020", which is within the specification limits of 0.019"-0.0205" per the cannula product drawing. A lab inventory guide wire (0.018" diameter) was inserted through the distal end of the cannula. The guide wire was able to pass completely through the cannula with little to no resistance. Performed per IFU statement, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The manufacturing facility was contacted as part of this complaint. They agreed that this failure needs to be fu rther investigated by their facility. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a kinked guide wire due to needle resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked/coiled inside the tubing. It was also noted that the distal weld of the guide wire was not located within the needle cannula, which is the intended assembly. Based on these circumstances, the root cause of this complaint is likely manufacturing (assembly) related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.